Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient suspected a blood clot under the ipg. As a result, the patient underwent surgical intervention on (B)(6) 2019, but no blood clot was seen. So the pocket was closed back, and no further intervention is planned.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.